Manufacturer narrative:
Visual inspection and functional evaluation of the product could not be performed because the device was not available for investigation. From the information provided, the patient developed an infection however the surgeon indicated that the infection was not related to the implants. The complaint could not be verified and exact root cause could not be determined. The sterility records for both of the reported lots were reviewed and no discrepancies were found. There were no indications during manufacturing record review that would suggest the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the patient developed an infection after surgery (performed on (B)(6)). The surgeon brought the patient back in for wash out.